Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Antiback-up additional information: (B)(6).

Event description:
It was reported that during hemicolectomy procedure, the clamp arm on the harmonic device was not closing. The clips were not deploying from the clip applier and there was a cracking sound. New devices were pulled and used to complete the procedure. There was no patient impact.